Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) looked at logs to find where the drift could possibly be coming from. When looking at the logs, the fse noticed the hirose fiber communication logs paired with universal surgical manipulator (usm) internal fan activation due to internal heat logs. When said logs were present it was noted by fse that the system had been on in normal mode for excessive amounts of time (19, 20, 25 and 40 hours). The fse recommended to the customer to power system down after cases were finished and let it stay powered down until it was needed for cases the next day. The fse also informed the customer that arm drift could be due to uneven operating room floors as noted with previous site visits. The fse checked in with customer the next day was told no further issues with usms drifting. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. While the definitive root cause cannot be determined based on the information provided without a return of the product involved and associated failure analysis, possible cause based on the phone support details may be attributed to uneven operating room floors as noted with previous site visits. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulators (usms) 2 and 4 were drifting while the surgeon was not removing arms from master tool manipulators (mtms). The procedure was completing as planned with no reported injury.